Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: e3: reporter is a j&j sales representative. H3, h6: a product investigation was conducted. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that thread tip of the lcp drill sleeve 5 f/drill bits ø4.3 was found broken, fragment was not received for evaluation. No other issues were identified. A dimensional inspection for the lcp drill sleeve 5 f/drill bits ø4.3 was not performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. The overall complaint was confirmed as the observed condition of the lcp drill sleeve 5 f/drill bits ø4.3 would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. H3, h4, h6: device history record (DHR) review conducted: part: 323.042, lot: 9200244, release to warehouse date: 31 oct 2014 , manufacturing site: werk hägendorf , expiration date: n.a, a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in portugal as follows: it was reported that the lcp guider was sent damaged and therefore not used in the surgery. No further information is provided. During manufacturer's investigation of the returned device it was identified that the thread tip of the lcp drill sleeve 5 f/drill bits ø4.3 was broken, fragment was not received for evaluation. This report is for one (1) 4.3mm threaded lcp(tm) drill guide. This is report 1 of 1 for complaint (B)(4).